Event description:
Subject no. (B)(6) was screened and randomized virtually on (B)(6) 2021 for protocol (B)(4). Subject was randomized to zio xt monitor arm and the device was applied on (B)(6) 2021 by the subject at home. Subject had no known allergies to adhesives prior to enrollment. Subject developed itchiness when she woke up the next morning and it was persistent for couple of hours. Subject contacted the site and the doctor advised her to remove and return the device to irhythm technologies. FDA safety report ID# (B)(4).